Event description:
Alcon constellation machine failed during case: approximately 15 minutes into 23 gauge vitrectomy four error messages appeared on monitor. One message was "adjust pressure"....and second message was "bubble in line." Gas tank is full. Fellow md says this has happened three times to him. Staff switched out machine with another constellation delaying case ten minutes. No harm to patient. Ongoing issues with these machines has led hospital to replace them early this year.